Event description:
It was reported that the pump indicated a data log corruption. There was no adverse impact on the customer's blood glucose level due to the alert. Reportedly, customer continued using pump for insulin therapy.